Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient felt pain at the insertion site during pod activation and managed to keep the pod on for two days. When the patient removed the pod from the arm, the area was noted to appear swollen, red, and larger than the area of the pod. The patient visited the pharmacist and was diagnosed with an allergic reaction. The patient was prescribed fexofenadine hydrochloride tablets and hydrocortisone acetate cream for treatment. A new pod was successfully applied.